Manufacturer narrative:
Batch review performed on 3 october 2024. Lot: 2105318: (B)(4) items manufactured and released on 09-jun-2021. Expiration date: 2026-may-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a primary knee surgery on (B)(6) 2018. On (B)(6) 2021, the patient came in reporting pain due to a loose femur and the cause of the loose femur is unknown. The surgeon revised the femoral component, tibial tray, and insert. The surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in reporting pain due to aseptic loosening of the femoral component with severe osteolysis and the cause is unknown. The surgeon revised the femur, tibia and insert. The surgery was completed successfully.